Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd display screen was broken. The estimate for the repair was rejected by the customer and the device was returned unrepaired per the customer's request.

Event description:
The manufacturer received information alleging a ventilator's lcd display screen was defective. There was no harm or injury reported.